Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead and right atrial (ra) lead the physician experienced placement difficulties due to blood coagulation at the tip of each lead. The leads were cleaned and reimplanted. No adverse patient effects were reported. The leads remain in service. Approximately one day post implant, a revision procedure was performed on the right ventricular (rv) lead and right atrial (ra) lead due to a lead dislodgement. The leads were successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.